Event description:
End user reports qty 8 from 1 mu box of unknown lot - deformed sharp area by tips (see photo). Consumer states he has been using this product to cath himself for 1.5 yrs and very happy with this product. Reports recently he got a box with some defected catheters. He said the tips look like something pressed a part near the tip - like it was pressed under something heavy or hot that deformed it. He said he gets up to cath at night and he has a small red light as a nightlight as he doesn't like to turn on his big main light in the bathroom and ruin his melatonin levels so he caths with minimal light at night and one night he went to insert his catheter as usual after prepping it and noted right as he went to insert it into his urethra it wasn't going in right and didn't feel right, some pain and so he removed it without advancing it much further and set it aside to look at it in the morning. He said in the morning he also saw he had some very light bleeding "like the qty of a scratch" from his urethra from the misshapen tip and this bleeding stopped quickly without intervention. Also in the morning he said he rinsed it and took the picture of that tip and that is attached to this case. He examined the rest in the box and said he found a total of 8 like this. He discarded and did not use anymore with this defect. He is doing well now. He discarded them all and unfortunately did not notate the lot # and does not have it anymore.

Manufacturer narrative:
MDR 3005778470-2025-00079 device 1 of 8 based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470